Event description:
A report was received that the patient developed irritation and pain at the pocket site following a pocket revision, refer to MFR report #: 3006630150-2012-00548. The patient had squeezed the site and a discharge along with a stitch came out. The physician believes the symptoms were procedure related. The patient was already taking antibiotics for a non device related illness so no further course of action is necessary.